Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, with a high pitched alarm, and the buttons were not responding. The insulin pump alarmed unexpected restart, external error, and watchdog timeout. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. No audio/beep anomaly noted during testing. Unable to confirm the unexpected restart error, watchdog timeout, external ram crc error, keypad unresponsive and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.